Event description:
It was reported that pump displayed malfunction alarm 199 in tandem source, and customer later saw malfunction code 0 with associated fault information, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on how to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if any malfunction alarm occurred again, which customer acknowledged and understood.